Event description:
It was reported that during ventilation with a face mask, the patient was coping well on the mask throughout the day, but during sleep, suddenly became short of breath and bluish in color. The face mask was removed and the patient was removed from the device and placed on an alternate ventilator with high oxygen flow settings. The patient was reported to be in stable condition with good saturation. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The ventilator was returned with the customer power cord and power supply. All testing was performed with customer power cord and power supply. The unit was powered on and passed all testing. The unit was allowed to ventilate for three days and no issues were observed. Several tests were performed and each test passed. The reported malfunction could not be duplicated.